Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description, log files and service report. The reported issue was investigated further by customer and it was found that the air gas module was contaminated with liquid. Customer repaired the defective air gas module by themselves. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The most probable source of moisture/water into an air gas module is is moist air from the hospital's wall gas system. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturer's ref.#: (B)(4).